Manufacturer narrative:
The reported event was confirmed via email correspondence with the sales rep. No relevant manufacturing issues were found. It is likely that the device fractured due to device fatigue as a result of normal use.

Event description:
It was reported that; trial handle tip broke off in trial.

Event description:
It was reported that; trial handle tip broke off in trial